Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke and pieces remained in the joint.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: screw broke according to biocomposites: "investigation findings are: incorrect sized driver used caused ineffective "driving in" of the screw. The suspected root causes are driver device used. The corrective action replacement screw was used. The preventive action no preventive actions planned." Manufacture date is not known.

Event description:
It was reported that the screw broke and pieces remained in the joint.